Event description:
It was reported when opening a new full tray set there is dirt in the compresses. Looks like a dead bug. The set was not used and a new one was opened. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material is confirmed and was determined to be supplier related. Four large gauze pads were returned for evaluation. An initial visual observation showed a dark reddish-brown substance within the woven fibers of one of the gauze pads. A microscopic observation revealed the majority of this substance was fibrous and wool-like; however, within these fibers, a very dark reddish-brown, brittle, and somewhat lustrous material was found. Many fibers were observed to be embedded in this material and the material was found to crumble into a very fine powder when force was applied. The foreign material was found to be between the woven fibers of the returned gauze pad which suggests the gauze most likely came into contact with this material during manufacturing at the supplier facility. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. A lot history review (lhr) of refq1250 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when opening a new full tray set there is dirt in the compresses. Looks like a dead bug. The set was not used and a new one was opened. No other information was provided.